Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 13th may 2018. Upon receipt of the device, the device would not power on via the on/off button and the led continued to flash green which would confirm the reported fault. Upon visual inspection corrosion was observed on the membrane tail, within the membrane on the on/off button dome and on components and circuits across the pcba. The corrosion on the on/off button dome would have caused the device not switching on due to poor electrical contact between track 13 (on button) and ground when the button was depressed. The corrosion across the pcba and the rtc circuity would have resulted in the rtc errors in the history log and would account for the pad clock displaying the wrong date and time. The corrosion observed within the membrane and the corrosion on the contact collars would indicate the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Green status indicator but device will not switch on. Here was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Green status indicator but device will not switch on. Here was no patient involved in this event.